Manufacturer narrative:
Reference record (B)(4). Date of birth: (B)(6). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported the procedure was performed without incident. Once in the hospital ward, the patient had the usual pain which became more intense throughout the afternoon and night. The pain increased with abdominal palpation. On (B)(6) 2019, a simple abdominal radiograph was performed, which showed the existence of a pneumoperitoneum of a small amount below the left diaphragm. The patient remained hospitalized for surveillance, analgesia and clinical control. The abdominal pain clearly improved during the afternoon of (B)(6) 2019. The patient was treated with metamizol and paracetamol and was discharged home on (B)(6) 2019.